Event description:
A pt with a defibrillator (ICD) experienced inappropriate shocks. An invasive procedure found the sutureless myocardial lead to be fractured at the costal margin. The physician elected to replace the lead with a bipolar endocardial lead. Implanted on 9/2/92. Removed from svc on 5/21/96. Implant time was 47 months.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.